Event description:
It was reported that, "doctor was revising a case from may. He was adjusting the screw head with a xia ii head adjuster and the head popped off."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.